Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The cannula was found to have a weld defect. In may 2014, field safety notice #2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part #428071-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved cannula pulled apart from where it locks onto the robot. The cannula weld was reported broken. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.